Manufacturer narrative:
A1: patient identifier: no patient involved. A2: age & date of birth: no patient involved. A3a: sex: no patient involved. A4: weight: no patient involved. A5: ethnicity: no patient involved. A6: race: no patient involved. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the syringe was connected to the airport and attempted to inflate the balloon. The air immediately leaked out, and the balloon would not inflate. The balloon lost air immediately after inflation. It appeared the issue was coming from the valve. When they inflated the balloon and kept the syringe connected with pressure on the plunger, the air held. However, once they disconnected the syringe, the balloon deflated right away. This was a new kit from their inventory that was used to demonstrate the issue. There was no patient involved.